Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. The fse inspected all tip and plunger clamps; he performed adjustment of tip take up and tested lld with splld test. The instrument was tested without further problem and was returned to expected operation.